Manufacturer narrative:
Complete UDI (B)(4). One device was returned for analysis. Visual inspection showed a faded downstream sensor seal. The tamper seal was removed. Review of the event history log (ehl) showed a high alarm, cassette not attached properly. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the downstream sensor. As a result, the downstream sensor was replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. For all inquiries or follow-up questions related to the record, do not use (B)(6). Located in sections g.1., please direct those to the following: (B)(6).

Event description:
It was reported that the pump failed calibration. The event occurred during testing, no patient injury was reported.